Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was frayed but not fully broken. The instrument passed the electrical continuity test. The damaged insulation would cause the instrument to not cauterize. Further inspection found indentations on the yaw pulley, a frayed grip cable, and a frayed pitch cable. Additional observation(s) related to the customer's complaint: the instrument was found to have a frayed grip cable between the yaw pulley and the distal idler pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found indentations on the yaw pulley, damaged insulation on the conductor wire, and a frayed pitch cable. The instrument was found to have a frayed pitch cable at the clevis hub. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection found indentations on the yaw pulley, damaged insulation on the conductor wire, and a frayed grip cable. The instrument was found to have multiple indentations on the yaw pulley. Other components adjacent to this indented pulley show damage which may indicate potential mishandling/misuse. There is damaged insulation on the conductor wire, a frayed grip cable, and a frayed pitch cable. Common causes of damaged insulation instrument conductor wire - bipolar are attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use. Common causes of frayed - distal instrument grip cables are attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing. Common causes of frayed instrument pitch cables are attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing. Common causes of the failure mode mechanical indentations/burrs instrument yaw pulley are attributed to damage during use, handling, or reprocessing, which may include an accidental drop of the product or collisions with other objects or hard surfaces.